Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the tip section of the device. An examination of the balloon identified a pinhole. The pinhole in the balloon material was located at 2.7cm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material identified no anomalies which could potentially have resulted in the pinhole. A visual and microscopic examination found no issue with the profile of the device markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06950. It was reported that balloon rupture occurred. The target lesion was located in a fistula of the arm. Two 8.0 x80, 75cm gladiator balloon catheters were selected to dilate the lesion. However, the balloon ruptured. This happened on both devices. The devices were completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06950. It was reported that balloon rupture occurred. The target lesion was located in a fistula of the arm. Two 8.0 x80, 75cm gladiator balloon catheters were selected to dilate the lesion. However, the balloon ruptured. This happened on both devices. The devices were completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.